Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my left side was painful/ pains off and on with my left side now as well') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("mine were done in office and my left one hurt really bad"), alopecia ("hair loss") and bone pain ("stabbing pain on their hip bone"). The patient was treated with surgery (coils removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the procedural pain, alopecia and bone pain outcome was unknown. The reporter considered alopecia, bone pain, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my left side was painful/ pains off and on with my left side now as well') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("mine were done in office and my left one hurt really bad"), alopecia ("hair loss") and bone pain ("stabbing pain on their hip bone"). The patient was treated with surgery (coils removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the procedural pain, alopecia and bone pain outcome was unknown. The reporter considered alopecia, bone pain, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: case become incident. Social media received removals details and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.